Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During the shoulder procedure, the surgeon found a piece of metal in the patient's shoulder. It turns out that it was a piece of the electrode. Piece was recovered and removed from the patient. No patient consequences.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the device showed signs of activation. There is procedural debris on and around the active tip and ceramic. The cut return cap has become detached from the ceramic. The cut return wire can be seen within the ceramic channel. The rounded effect on the end of the wire would indicate that activation post wire failure has occurred. Electrical testing showed no anomalies with the device. For functional testing, the device was attached to a vapr vue generator and passed all setting modes. Further investigation was carried out through a supplier CAPA which is now closed. Root cause: a tripolar device manufactured with a gap between the cut return cap and ceramic, which led to an inconsistent flow of epotek glue inside the cap and reduced joint performance in device use conditions. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 2 dissimilar complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).